Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Evaluation statement: the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a device history record (DHR) review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete. The lot number is not currently available.

Event description:
It was reported by the affiliate that after an arcr in 2018 (exact date unknown) the patient visited the hospital because of suspicion of cuff re-rupture. The surgeon recognized the cuff was re-ruptured and that there seemed to be a hydrolysis fragments of the healix adhering to the surrounding tissue. The surgeon monitored the patient's condition for a while, then, the surgeon recognized that the patient got symptoms which were suspected as crystalline shoulder arthritis. Thus, the debridement is scheduled to be performed (no fixed date yet). The affiliate reported that no further information was provided.